Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, upon third inflation, it was noted that the balloon ruptured near the shoulder at 12atm. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.